Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report ventilator generated a technical error indicating on/off switch error and internal temperature high alarm. Replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The defective part was not returned for investigation, despite request. Reported technical error indicates on/off switch error. The on/off switch is neither in on or off position during more than 3 seconds. If there is a negative signal from one of the pressure sensors in gas module, it will incorrectly look like there is a gap/break in the switch and technical error indicating on/off switch error will be generated. Internal temperature high alarm indicates that the temperature inside the ventilator is too high. Our conclusion is that the replaced part was the cause of the failure.

Event description:
It was reported that the ventilator generated a technical error code indicating switch error. There was no patient harm. Manufacturer's ref. #: (B)(4).